Manufacturer narrative:
It was reported that "p-art sensor defective" was displayed. The hls set was connected to another cardiohelp and the error persisted. In a provided video it was noted that no pressure and no temperature was displayed. The hls module was investigated in the getinge laboratory on 2021-07-06 with following results. During visual inspection of the module fluid residue was noted at the arterial sensors. No anomalies noted at the housing, connector or conductor. During function test all sensors worked according to specifications. The production records of the affected hls module (dms# 3057330, 3064416) were reviewed on 2021-07-20. Following steps are performed with a 100 % inspection: gluing sensor. Gluing of cover for temperature and pressure sensor. Functionality test hls module (sensors and pump). According to the final test results, the oxygenator with the serial# (B)(6) passed the tests as per specifications. Production related influences are unlikely to have contributed to the reported failure. Based on the investigation results the reported failure "p-art defective" could not be confirmed. The most probable root cause was determined as a wet connector leading to an impaired data transmission. As noted during investigation fluid residue was found at the connector. The occurrence rate was calculated for the reported failure and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
Requested parts return for investigation but still pending. A follow-up emdr will be submitted when additional information becomes available.

Event description:
The customer reported that the cardiohelp showing a part sensor defect. They switched the set on a different cardiohelp, same result. In the end, they replaced the set with a different one and this solved the issues. Complaint ID: (B)(4).